Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty. I rec'd a depuy pinnacle acetabular cup size 52 mm, pinnacle metal insert neutral 36 mm x 52 mm, and aml small stature stem, 43 mm offset, and a metal on metal femoral head, +1.5 neck, 36 mm. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experienced severe pain and discomfort and inflammation in my left thing and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. At this time, my doctor is recommending a revision of the left total hip. Diagnosis or reason for use: severe osteoarthritis of left hip.